Manufacturer narrative:
Status and location of the device is unknown.

Event description:
A physician reported that a es2 integrated blade screw at s1 fractured and the contralateral es2 integrated blade screw at was loose in the bone. The patient has been revised. This report represents the migrated screw.

Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. A review of the device history record and complaint history could not be performed as a valid lot number was not provided and could not be obtained. Per es2 surgical technique: while the expected life of spinal implant components is difficult to estimate, it is finite. These components are made of foreign materials which are placed within the body for the potential fusion of the spine and reduction of pain. However, due to the many biological, mechanical and physicochemical factors which affect these devices but cannot be evaluated in vivo, the components cannot be expected to indefinitely withstand the activity level and loads of normal healthy bone. Internal fixation appliances are load sharing devices which are used to obtain alignment until normal healing occurs. In the event that healing is delayed, does not occur, or failure to immobilize the delayed/nonunion results, the implant will be subject to excessive and repeated stresses which can eventually cause loosening, bending or fatigue fracture. Since the device was implanted for 5 years and 4 months, most likely cause of reported event is fatigue load overtime. H3 other text : surgeon retained.

Event description:
A physician reported that an es2 integrated blade screw at s1 fractured and the contralateral es2 integrated blade screw at s1 was loose in the bone. The patient has been revised. This report represents the loose screw.